Manufacturer narrative:
The customer notified physio-control that their device has been retired and removed from service due to the age of the device and the costs of repair. The device will not be returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that while performing preventative maintenance on their device, the device would power itself on when attempting to charge for defibrillation. There was no patient use associated with the reported issue.